Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; an image was not produced due to a printed circuit board failure (dp board). In addition, due to the dp board failure, it was determined the front panel led did not glow when the scope was connected. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
During inspection of the olympus, model cv-170, video system center while completing preventive maintenance, performed by a field service engineer, it was found that the device did not produce an image. As this was found during maintenance, there was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide additional initial reporter information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely due to a faulty board, as described in evaluation. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.